Manufacturer narrative:
(B)(4). Concomitant devices - nexgen lps-flex posterior stabilized articular surface, size c, d, 14mm. Catalog #: 00596402214, lot #: 64137624. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2019-03947. 0002648920-2019-00675. Investigation incomplete.

Event description:
It is reported that the articular surface would not seat into the tibial plate securely after several attempts. Another articular surface was used installed successfully to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The visual evaluation of the returned implant shows damages in the distal surface and flared out dovetail features. The articular surface is compatible with tibial plate. However, the femur details were not provided, therefore complete compatible check cannot be performed. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.